Event description:
Customer's wife reports back to back testing on the same meter while using the advantage sys with results of 278mg/dl and 113mg/dl. L1 qc was run and out of range, l2 qc was run and in range. No adverse event reported. A request was made for the return of the suspect prod and a replacement was sent.